Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: g3; h2; h3; h6; h8. H6: proposed component code: mechanical (g04)- head. Visual examination of the provided pictures identified dark discoloration to both the trunnion of the femoral stem and taper of the femoral head. Both devices are covered in bio-debris. No further evaluation can be made from the provided pictures. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records identified the following: an initial left tha was performed on (B)(6) 2016. The patient developed elevated metal ions and a revision occurred on (B)(6) 2023 due to suspected metallosis. It was noted in the per that there was visible wear to the stem and head. The head and liner were explanted and replaced. Images were not sent to mmi. A definitive root cause cannot be determined. This complaint was confirmed based on the provided medical records and pictures. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Event description:
It was reported that the patient underwent a revision procedure approximately 7 years post implantation due to suspected metalosis. Acetabular liner and femoral head were revised. According to the information provided, there was visible wear noted on trunion and femoral head taper. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign: australia. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2023 - 02225 the device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted h3 other text : device location is unknown.